Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid could not be sucked into the cartridge. A new product was used to finish the surgery. No delay to surgery, additional patient consequences, or further information have been reported at this time.